Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 418 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer declined trouble shooting and stated that they will resolve the issue with out assistance. The customer hung up the phone. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.